Event description:
An air leak in the percutaneous drive line developed in the lavad. This resulted in failure of the lvad to empty and emergent surgery to replace the lvad was necessary. The pt required multiple blood transfusions post-operatively and developed renal failure. He was treated successfully.